Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips remote service engineer (rse) called and confirmed with the customer that system cannot perform the cine exposure. The review of the system log file showed that there was a malfunction with the lateral ippc. Rse inspected the system remotely and confirmed that lateral ippc failed to boot up. To resolve the issue, the rse reloaded ippc lateral os and sw into the system. After reloading ippc lateral os and sw, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation result code was corrected.

Event description:
It has been reported to philips that the system cannot perform cine exposure. The device was in clinical use. The patient impact is unknown. The philips has started an investigation of the complaint.